Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ correction. H2: type of follow up- correction. H6: component code- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a detached needle or cannula occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).